Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), labeling, x-ray analysis, pressure wave analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of catheter tip malposition was confirmed but the cause is unknown. A photo of two chest x-rays were returned for evaluation. The x-ray labeled ¿(B)(6) 2020 16:38:48¿ contained a catheter traversing from the arm and pointing downward toward the svc. The other x-ray labeled ¿(B)(6) 2020 11:44:34¿ has the PICC kinked into a vein overlying the right shoulder. In addition to the returned x-rays, a pressure wave was also returned. The reported flow rate was 4.4 ml/sec for 30 seconds. The recorded pressure was 8.7 kg/cm2. These values are below the max indicated power injection flow rate (5ml/sec) and average max catheter pressure during max indicated power injection flow rate (149 psi) per the device labeling. A small bump in the pressure curve was seen which may suggest that a clot or fibrin sheath may have been thrown off the tip of the catheter. At that point, the tip of the catheter may have vibrated and that vibration can lead to variable directional flow that leads to the catheter being forced backwards. Additional contributing factors could include the PICC position changing due to the patient¿s physiology and position or the force from ejected fluid at the tip moving the tip position. Although the complaint could be confirmed, the exact cause could not be determined from the returned x-rays and pressure wave. As no batch information was provided with this complaint, a complaint search for similar complaints related to this batch could not be conducted. H3 other text: evaluation findings are in section h11.

Event description:
It was reported that CT revealed that the tip of the catheter of the power PICC (which was placed via upper arm on (B)(6) 2020) allegedly found to be kinked and migrated into cephalic vein after infusing contrast medium 4.4 ml per second. Then the power PICC was cut and the catheter was removed from the patients body with no damage and another power PICC was implanted via ipsilateral approach. There is no reported patient injury.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that CT revealed that the tip of the catheter of the power PICC(which was placed via upper arm on (B)(6) 2020) allegedly found to be kinked and migrated into cephalic vein after infusing contrast medium 4.4 ml per second. Then the power PICC was cut and the catheter was removed from the patient's body with no damage and another power PICC was implanted via ipsilateral approach. There is no reported patient injury.